Event description:
A balloon detached in the pt during post dilatation of a stent in a hemodialysis fistula graft procedure of a highly calcified lesion. Retrieval of the detached balloon utilizing a snare was uneventful. The procedure was successfully completed with this balloon catheter. The detached balloon was rec'd, evaluated and retained by this MFR. The catheter was not returned for evaluation. The engineering evaluation revealed all balloon material was present. The balloon material was very wrinkled with one end folded over itself. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Additionally, dilatation of a stent may result in contact with a surface that could damage the balloon material. Follow up revealed the balloon did not burst, however, resistance was encountered upon withdrawal of the balloon catheter. Co believes the above factors, as well as continual exertion against resistance, contributed to this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."